Manufacturer narrative:
Due to character limit in block e1, event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
User contacted the emergency support program reporting that the waveform and numeric values had been normal prior to noticing extremely low assisted diastolic values. No alarms were present. The user stated that recalibration of the fiber-optic sensor had been attempted without improvement. A transmitted image showed artifact on the fiber-optic waveform. When asked about the most recent chest x-ray (cxr), the user reported that the transducer waveform appeared significantly dampened. The user was unable to obtain blood return from the inner lumen. No patient harm was reported.